Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00455.

Event description:
It was reported that the tips of two drivers broke during the procedure while implanting a screw. The tips were retrieved and an alternate was used to complete the case. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 14-500070 pol trans btn lk scr insrtr lot#: py103a.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. Visual examination of the returned products identified the tips of the drivers have fractured off, rendering the drivers non functional. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.